Event description:
Pt is diabetic and hypertensive in stable condition in-hosp for elective balloon angioplasty. Pvs procedure had good marking and sheath hemostasis with pre-dilator. Good marking and sheath hemostasis was also obtained with prostar 9fr. Pvs device. Upon needle deployment, there was barrel marking and oozing around barrel. Cardiologist proceeded to advance both knots to try to achieve hemostasis. Blood flow did not diminish. With guidewire still in place, cardiologist exchanged an 11 fr. Introducer sheath and then a 14 fr. Introducer sheath to try to control bleeding. C-clamp was applied, but pt developed a hematoma. Pt proceeded to surgery for vascular repair. Surgeon observed the suture knots around the access site with a linear tear. Surgical repair was successful. After surgery, pt had strong distal pulses with slight swelling of the leg.